Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no damage to the battery compartment or cap. The pump powered on normally and was exercised for six hours without overheating or alarms. The pump electrical current draws were tested and found to be within specifications. Unrelated to the complaint, the keypad was found to be torn. The keypad was removed, no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump was very warm, and when she removed the batteries, they were hot to the touch. There was no reported injury related to the event. The patient was unsure when the batteries were last changed. The patient confirmed that the battery cap was secure; there was no damage noted to the battery cap or compartment; and the pump had not been exposed to moisture.